Event description:
Technician found bed in storage during pm. No injuries. No note on bed. He found that it had a open ground. Ground prongs was loose in plug, tech replaced the power cord to resolve.

Manufacturer narrative:
Reporter stated the head was drifting down. No injury reported. He replaced the CPR valve to resolve this issue.